Manufacturer narrative:
Concomitant products: product ID; 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-33, lot# v060644, implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient that their implantable neurostimulator (ins) was removed (and put in a new device) because it was giving them ¿little shocks¿ which their healthcare professional (hcp) said ¿weren¿t normal¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 6000032-2014-00026 for patient¿s subsequent device issue.